Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site noted there was a 1cm deep inaccuracy when verifying accuracy using the chicken foot instrument. The site brought in another navigation system, re-spun the imaging system, and then proceeded with the case normally. During troubleshooting, the clinical specialist (cs) noted from the site that the scrub tech had taken a drape off aggressively and likely bumped the patient reference frame. There was a surgical delay of less than 1 hour. There was no impact on patient outcome.

Manufacturer narrative:
H2: additional information was received for a concomitant product referenced in section d10 and expanded here in h11. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: unknown, UDI: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.